Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to perform the displacement test and verify check settings, motor error alarm due to no button response. Motor passed motor test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported that the customer received several alerts, including motor error alarms on the insulin pump, while she was updating her blood glucose. The customer also reported one of the buttons was very hard to push. The customer's blood glucose was 180 mg/dl. During troubleshooting, it was found that the insulin pump did go through a full body scanner at one point. The customer uses the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.